Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing ongoing driveline drainage despite using gentamicin drops at the driveline exit site with every dressing. The patient was started on penicillin for 28 days and was instructed to call back if drainage did not improve. The patient is to continue to change their dressing daily and as needed.